Manufacturer narrative:
This report is submitted on march 19, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to skin breakdown. Recipient was not re-implanted due to poor health at (B)(6).

Event description:
Per the clinic, the patient experienced an extrusion of the implant with infection present (specific date not reported) . The patient was treated with oral antibiotics (specific date and duration not reported).